Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported that an impella cp had a high purge pressure alarm. After inspection, the purge system had a broken purge filter. The impella cp was replaced and the patient survived.

Manufacturer narrative:
The investigation of high purge pressure and purge leak ¿ pump has been completed. Impella cp was returned for evaluation. High purge pressure: upon visual inspection, biomaterial was present around impeller blade and in purge gap. Pump was unable to be purged as purge reservoir to filter joint was returned broken. No data logs were returned for evaluation. Clinical details noted that a "high purge pressure" alarm was triggered during support. The cause of the high purge pressure could not be definitively determined as limited clinical details were provided and no logs were returned for analysis. Purge leak - pump: clinical details noted that physician found that the purge filter was broken during support. Physician requested instructions for purge filter bypass. Upon visual inspection of returned pump, purge reservoir to filter joint was fully separated. The cause of the purge leak pump was most likely damage to the purge reservoir to filter joint per returned product analysis.